Event description:
During a remote follow-up, the device was interrogated and was unable to communicate via bluetooth telemetry. Following an unrelated device reset, the device was able to pair via bluetooth. The patient was in stable condition.